Event description:
It was reported that an automatic safety switch from bipolar to unipolar configuration occurred on this pacemaker due to out of range pace impedance measurements on the right atrial (ra) lead. Oversensing was also observed as well as pacemaker mediated tachycardia (pmt) episodes stored that appear atrial or sinus driven. Further review was recommended. No adverse patient effects were reported. At this time, this device system remains in service.

Event description:
It was reported that an automatic safety switch from bipolar to unipolar configuration occurred on this pacemaker due to out of range pace impedance measurements on the right atrial (ra) lead. Oversensing was also observed as well as pacemaker mediated tachycardia (pmt) episodes stored that appear atrial or sinus driven. Further review was recommended. Additional information was received that this device stored a signal artifact monitor (sam) episode which disabled the minute ventilation (mv) sensor. The right atrial automatic threshold (raat) test was found to be in programmed amplitude or suspended. No adverse patient effects were reported. At this time, this device system remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that an automatic safety switch from bipolar to unipolar configuration occurred on this pacemaker due to out of range pace impedance measurements on the right atrial (ra) lead. Oversensing was also observed as well as pacemaker mediated tachycardia (pmt) episodes stored that appear atrial or sinus driven. Further review was recommended. No adverse patient effects were reported. At this time, this device system remains in service.